Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-nov-2018. The most recent information was received on 03-dec-2018. This spontaneous case was reported by a health professional and describes the occurrence of device breakage ("right insert was not entire"), gastrointestinal injury ("right insert was present on intestinal wall in small intestine loop region") and uterine perforation ("perforation of uterine horn by left insert") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced arthralgia ("joint pain") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total bilateral salpingectomy with removal of essure inserts.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, gastrointestinal injury, uterine perforation, arthralgia and fibromyalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, device breakage, fibromyalgia, gastrointestinal injury and uterine perforation with essure (ess205). The reporter commented: consultation on (B)(6) 2018: the patient complained of joint pain and fibromyalgia starting in 2007. In (B)(6) 2018, laparoscopy was performed. Diagnostic results: plain abdomen x-ray was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-nov-2018. This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("right insert was not entire"), small intestinal perforation ("right insert was present on intestinal wall in small intestine loop region") and uterine perforation ("perforation of uterine horn by left insert") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced arthralgia ("joint pain") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), small intestinal perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total bilateral salpingectomy with removal of essure inserts). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, small intestinal perforation, uterine perforation, arthralgia and fibromyalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, device breakage, fibromyalgia, small intestinal perforation and uterine perforation with essure (ess205). The reporter commented: consultation on (B)(6) 2018: the patient complained of joint pain and fibromyalgia starting in 2007. In (B)(6) 2018, laparoscopy was performed. Diagnostic results: plain abdomen x-ray was performed. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.